Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in north carolina reported that a ventilator alarmed during use with an rt380 adult dual heated evaqua2 breathing circuit. Further inspection from the clinician identified damage to the expiratory tube. There was no patient consequence.

Manufacturer narrative:
(B)(4). Correction: section d4: UDI # corrected. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection identified damage on the expiratory limb to the returned breathing circuit. Further analysis was conducted to compare the subject device with a reference tube using ftir. This identified that the most likely cause of the damage is the external surface of the expiratory tube being in contact with an incompatible chemical. Conclusion: our investigation confirmed the reported damage to the rt380 adult dual heated evaqua2 breathing circuit. Based on our investigation, the damage is likely to be due to exposure to an incompatible chemical. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology states the following: - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in north carolina reported that a ventilator alarmed during use with an rt380 adult dual heated evaqua2 breathing circuit. Further inspection from the clinician identified damage to the expiratory tube. There was no patient consequence.